Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to pacing impedances less than two hundred ohms, noise, oversensing pacing inhibition, and pocket stimulation. During the procedure, lead to header connections were checked and found to be good. When the lead was tested using a pacing system analyzer, (psa) measurements were consistent with those that had occurred through the device. No additional adverse patient effects were reported. The patient's implantable cardioverter defibrillator (ICD) remains in service.